Event description:
The account alleged a nurse from pacu stated when the bed is unplugged and plugged back in, arcing occurs. No injury.

Manufacturer narrative:
Hill-rom followed up with the accounts safety officer. She did not have specific info on which versacare presented the arcing. The safety officer informed the nurses that if issue reoccurs they would contact hill-rom technical support.